Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller was educated to ensure air removal from the cartridge and to use room temperature insulin. Technical support guided the caller through filling and loading a new cartridge onto the pump and escalated the issue for further troubleshooting. The caller successfully loaded the cartridge following instructions and was to receive replacement cartridges and infusion sets, with no further action required.